Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer felt that the insulin pump was over delivering insulin. The customer reported programming a 3.0 unit bolus, and the insulin pump delivering 9.0 units. Troubleshooting was performed, and the customer stated that he didn't program any of the boluses that were in the bolus history. Reviewed the customer's bolus technique, and it was correct. Advised that the insulin pump would need to be replaced. Nothing further was reported.